Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The device has been received for evaluation. A follow up report will be submitted once the evaluation has been completed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The transmitter was visually inspected and passed. Voltage testing was performed and failed, as there was no voltage. The share log data was not available. The transmitter was milled and voltage was applied. A pairing test was performed and passed. A bin file review was performed and passed. The reported event of loss of connection was not confirmed. The probable cause could not be determined.